Event description:
Clinical narrative:a 64-year-old male with a past medical history of coronary artery disease presented with acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai shock stage d. The patient was supported with an impella cp via right femoral percutaneous arterial access. On (B)(6) 2024, the patient developed acute kidney injury, with admission creatinine of 1.5 mg/dl, assessed as likely acute tubular necrosis secondary to cardiogenic shock. A right internal jugular quinton catheter was placed and continuous renal replacement therapy (crrt) was initiated. Renal function subsequently improved, and crrt was discontinued. The impella cp remained in place until explant and was not removed as a result of the adverse event. The event was considered possibly related to the impella device. The acute kidney injury resolved with recovery and no sequelae. The patient experienced a transient acute kidney injury in the setting of cardiogenic shock requiring crrt, with subsequent recovery of renal function.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.